Event description:
The patient was undergoing a procedure for implant of an impella device. During the procedure the valve came off of a 14 fr sheath and the patient expired. It was indicated that the patient expired after the procedure concluded and it is unclear if the sheath contributed in any way to this adverse event.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Manufacturer narrative:
No product was returned to assist in the investigation. During the course of investigation, a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions (mi), quality control (qc), specifications, and trends was conducted. This device is 100% quality control inspected, confirming the flare of the sheath is caught securely in the check-flo assembly and that the sheath does not rotate in fittings. An instructions for use (IFU) is provided that includes the following precaution "all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Based on the information provided, during an implant of an impella device, the valve separated from the sheath. After the conclusion of the procedure, the patient expired. It was reported that it is unclear whether the device contributed to the event in any way. Without benefit of examining the complaint device, it is difficult to determine with certainty why the failure mode occurred. The appropriate internal personnel have been notified of this event and we continue to monitor complaints for this failure mode. Quality engineering risk assessment (qera) concluded that the risk remains acceptable for this failure mode and product family. The health risk assessment, concluded that although the risk to patient ranges from low impact to critical harm, the most likely risk to the patient is low impact. Therefore, it is unlikely that this failure mode will lead to a serious health consequence to the patient.